Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis lgx 18cm. During the initial activation, a pump issue was found. The physician was able to put the pump into operation. Eventually the pump did not work. A revision surgery was planned in february.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis lgx 18cm. During the initial activation, a pump issue was found. A revision surgery is planned for (B)(6) 2020.